Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown size unknown mentor breast implants on both sides and experienced bilateral capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation on (B)(6) 2015. The patient underwent replacement with catalog number 3504004bc; serial number (B)(4) on the left side, and with catalog number 3504004bc; serial number (B)(4) on the right side on (B)(6) 2018. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch report is for the patient¿s right-sided device.